Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pace impedance greater 2,000 ohms. Capture and threshold measurements were noted within normal limits. There were no adverse patient effects associated with this clinical observations. The physician was continuing to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.